Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump could not get past fill tubing. The customer¿s blood glucose was unknown at the time of the incident. Customer stated got drops at the end of tubing and stated went through a whole reservoir of insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.